Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona ps standard femoral catalog # 42500606402 lot # 63298566, persona stemmed tibia catalog # 42532007102 lot # 63315944. Report source: (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2019-00209, 3007963827-2019-00210. Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient had stitches abscess post operatively. The wound was drained in the doctor's office and re-dressed. Event was resolved approximately seven days later. No revision procedure has been reported to date.